Event description:
Information received indicates the four brake casters are not holding.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the stretcher.